Event description:
The user facility reported that the glidewire gold tip detached from the wire when doing a peripheral artery disease (pad) case. The wire was deployed through an 018 navicross. Glidesheath slender tp was the sheath used in the case from a pedal approach. The patient was in stable condition. The procedure was successful, and no medical or surgical intervention was required. Additional information was received on (B)(6) 2023: the doctor stated they thought the tip might have been left/stuck in the sheath and not in the patient. Under x-ray, they cannot see the tip. The wire was retrieved from the patient.